Event description:
It was reported that the customer experienced high blood glucose of 544mg/dl and was vomiting. The mother stated that the customer's blood glucose was treated with novolog flex pen. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. Cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot noted during visual inspection. Motor tested ok. No motor error alarms noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.